Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The device was examined visually and the complaint was confirmed. The catheter tip was separated from the body tubing at the fuse zone and the tip and body were smooth with minimal stretching. An additional six devices from the same lot were inspected and tested. The inspected and tested units exceeded the minimum tensile specifications. Two devices were cut open after rigorous stress flexing and found no anomalies. Merit is unable to reproduce the failure of the tip detaching from the body tubing. Unable to determine a root cause of the reported failure. Devices met specifications. No conclusion can be drawn.

Event description:
In preparation for an ivc filter placement, the customer reported that the hook shape of the catheter detached from the body of the catheter when the technologist coiled the catheter in her hand to prepare to straighten it to introduce it on the back of a guide wire. The tip had fallen onto the table. No harm or injury was reported.